Event description:
Four days after the winged infusion set had been in the port infusing chemo, the needle backed out of port and was leaking out of the needle. The port is hard to access, and it is hard to get good blood return. The port has had problems ever since it was placed.